Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the ht70 ventilator generated the circuit check alarm. The circuit was replaced but the condition didn't change. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) replaced the solenoid valves and the pump manifold assembly and the problem was resolved. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.